Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient fell in their garage and manufacturer representatives (rep) thought the patient¿s leads fell out of place and were loose. They patient had an x-ray and was told the leads were good. The reps then tried to charge the ins. The patient stated the ins still would not charge so the reps did a ¿few other things¿ and the ins started charging. The reps were able to fully charge the ins after an hour or two. The patient stated the reps advised the patient to charge daily. No further patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the reason they fell was that they tripped over a board in their garage and fell on their butt. No further complications were reported.